Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. Further troubleshooting was no possible due to contamination. The root cause was unable to be determined due to contamination no adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt's ECG electrodes were non-functional.